Event description:
It was reported that the set screws backed out of levels t12, l2 and l3. Revision surgery outcome was good.

Manufacturer narrative:
The DHR for the related devices were reviewed and no discrepancies were observed.

Manufacturer narrative:
Lot # pn60b, date of manufacture 8/2007